Manufacturer narrative:
Perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as the use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The root cause of this event cannot be conclusively determined with the available information. However, there is no allegation or evidence of a device malfunction. This event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for six (6) months, was explanted due to severe (4+) perivalvular leak (pvl). There were two areas of pvl located between the left main and right main sinuses of valsalva. It appeared that the sewing ring had separated from the surrounding annulus. The sutures had pulled away from the annulus such that the suture and pledgets were still attached to the valve. The explanted device was replaced with another edwards bioprosthetic valve. There were no intraoperative complications. Transesophageal echo doppler demonstrated no pvl and normal function of the new valve. The patient was transferred to sicu, did well postoperatively and was discharged on pod #5.